Event description:
It was reported that upon review of merlin transmissions it was noted that the cardiac defibrillator exhibited episodes of post paced t-wave oversensing. No intervention was performed. The patient was stable throughout the event.